Manufacturer narrative:
Due to characterization limit e1: initial reporter: dr. (B)(6). Event site name: (B)(6) hospital. Event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during the procedure while using linear 7.5fr 40cc intra aortic balloon (iab) catheter, it was determined that the balloon was not functioning. No harm or injury to the patient was reported.